Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door. This condition was found in the surgery b department. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a door issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the door had been replaced. Should additional information become available, a follow-up medwatch will be submitted.